Event description:
It was reported that during a da vinci-assisted surgical procedure, the obturator was getting stuck in the trocars. It was unknown whether any fragments fell inside the patient during use. No further information was available.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.